Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience alpine stent is filed under a separate medwatch report.

Event description:
It was reported that on (B)(6) 2018, the patient underwent a coronary procedure to treat an occluded right coronary artery (rca). A non-abbott guide wire was advanced and a 2.5 x 15 mm trek dilatation catheter was inflated at the target lesion. Blood flow was restored and a 4.0 x 23 mm xience alpine stent was implanted. Post stent implantation, a perforation was noted and a 4.0 x 16 mm graftmaster stent was deployed. It was noted that the graftmaster failed to seal the perforation and the distal portion of the perforation continued to bleed. The surgeon opened the patient's chest and attempted to stitch the perforation closed, but the perforation continued to bleed and the patient could not be stabilized and died. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of surgical procedure as listed in the graftmaster rx coronary stent graft system, instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.